Event description:
It was reported that this right atrial (ra) lead undersensed atrial events as some of the signals were falling into the blanking period. The atrial arrhythmia was falsely declassified as an arrhythmia as a result. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.